Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a motor service due and a downstream occlusion (dso) seal open. The event occurred during pre-testing. There was no patient involvement.

Manufacturer narrative:
D9 - date returned to MFR: 21-may-2026. H3, h4 and h6 codes: updated. The suspect pump was returned for evaluation. Review of the event history log showed that a motor service due alarm occurred on 11-jun-2026. A review of the past 12 months revealed no prior service history. Visual inspection identified no anomalies. Functional testing confirmed that the pump displayed a motor service due alarm, which could be replicated. The motor and downstream occlusion (dso) seal were replaced. The probable cause was determined to be the motor service due alarm message. Following repair, the device successfully passed all functional tests.